Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: section d6b - date of explant should have been (B)(6) 2024 instead of (B)(6) 2024 in additional report 2. This correction is reflected in this additional report 3. Additional information received indicates that effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode. It was noted that both of the patient's lead had migrated. The patient was also experiencing rib stimulation from the lead migration. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced.